Event description:
It was reported that during a prostate procedure, "burned tip" was observed on the first fiber at 33,736 joules. A second fiber was used. The fiber card timed out at 28,739 joules. The physician reverted to turp to complete the procedure. There was no report of patient injury. This report concerns the second fiber.